Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#(B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type" catheter. (B)(4).

Event description:
Information was received from a healthcare provider in regard to patient receiving an unknown drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The pre-operative diagnosis included intractable low back pain, post spine surgical syndrome, spinal stenosis, and spondylosis of spine. Operative report notes from (B)(6) 2010 were provided to the manufacturer. At a replacement surgery, after the pump was removed from the catheter, no free flow of spinal fluid could be aspirated. After that, the compounded medicine was put in the pump, and was connected to the existing catheter. The patient was ordered to take antibiotic 500 mg t.i.d., keflex and have ibuprofen 1 tablet t.i.d. The pump was replaced on (B)(6) 2015. There were no complications noted. No patient symptoms or cause were reported were reported regarding this event. If additional information is received, a follow-up report will be sent.